Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and nine months post implant of this 12 mm pulmonary valved conduit implanted in a (B)(6) old pediatric patient, it was explanted and replaced with a 20 mm pulmonary bioprosthetic valved conduit for unknown reasons. No additional adverse patient effects were reported.